Manufacturer narrative:
The brand name, common device name, and device product code were unknown in the initial med watch report. This has been updated with the correct information. The manufacturing location is unknown in the initial report. This has been updated with the correct information. The catalog number, lot/serial numbers were unknown in the initial med watch report. This has been updated with the correct information. PMA/510(k) number was unknown in the initial report. This has been updated with the correct information. Device manufacture date: the device manufacture date is unavailable at the time of the initial report. This has been updated with the correct information. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the tip of the cutting burr device got stuck inside the angle attachment device was confirmed. However, the cutter was not broken. The cutter device was able to be taken off the attachment device and an assessment was performed which found that the device met all manufacture's specifications. It was determined that the root cause of the customer complaint, was from tampering / unauthorized repair, which is further defined as misuse, abuse, and possibly user error. It was further determined that the cutter was not the cause of the failure. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during a craniotomy surgical procedure, it was observed that the tip of the cutting burr device broke and got stuck inside the angle attachment device. It was reported that there was a five minute delay in the procedure and an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.